Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Patient postal code: (B)(6). Name: (B)(6). Country: united states of america. Street: (B)(6). City:(B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
T was reported that the patient was admitted to hospital and visited to emergency room (ER) due to high blood glucose levels of 600 mg/dl on (B)(6) 2026. The patient experienced symptoms of feeling sick was treated with insulin injection. The patient was stayed in the hospital for more than twenty-four hours.